Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call that the customer had low blood glucose. Customer's blood glucose was between 44 mg/dl and 65 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.